Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their ins sometimes worked then sometimes didn¿t and stimulation would turn off. It was reported that the patient was in so much pain and they couldn¿t sleep. It was reported that it had worked for a couple of months, but this same issue happened not too long ago (in 2016 or 2017) and it was reported that a manufacturing representative fixed it then. They were advised to follow-up with their healthcare provider. Additional information was received on 2017-mar-3 from the manufacturing representative reporting that they had met the patient at the doctor's office a while back and they were unaware of the patient's current issue. At that time the patient was having an issue due to them not charging correctly. The patient was educated on charging the device properly. The device was reprogrammed and the patient got better coverage. They were happy at the end of that session. It was also reported that the patient was going to be seen next week in the office and further information would be provided once they interrogated the unit.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was clarified that the patient was not charging the device properly so it would turn off when the he let the battery deplete. No further complications were reported.